Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a tonsillectomy + adenoidectomy procedure, the wire of the evac wand broke, no broken pieces were found on patient through computed tomography after surgery. The procedure was successfully completed without significant delay using the same device. No patient injury or other complications were reported.

Event description:
It was reported that during a tonsillectomy + adenoidectomy procedure, the wire of the evac wand broke inside the patient. No broken pieces were found on patient through computed tomography after surgery. The procedure was successfully completed without significant delay using the same device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Smith and nephew has not received the device/adequate clinical documentation to fully evaluate this complaint. Therefore, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Since there were no patient injury or other complications reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.